Event description:
A hospital in (B)(6) reported that the mr850 heater base displayed the heater wire alarm during use with an rt345 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned rt345 adult breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory and expiratory heater wires were tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was found to be outside the required specification. The expiratory heater wire was within specification. A lot check revealed no other complaints of this nature for lot number 111109. Conclusion: the root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production.